Manufacturer narrative:
The device used in this case was not returned. A device history review was conducted for the lot number that was reported. The handpiece met all qa specifications. Manufacturer investigation did not produce sufficient information to establish the root cause of the event. The warning section for the minerva endometrial ablation system operator's manual indicates: "forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage." The caution section for the minerva endometrial ablation system operator's manual indicates: "a false passage can occur during any procedure in which the uterus is instrumented, especially in cases of a severe anteverted retroflexed or a laterally displaced uterus. Use caution to ensure that the minerva disposable handpiece is properly positioned in the uterine cavity."

Event description:
Manufacturer was informed that an adverse event took place that required bowel resection and hysterectomy. After multiple attempts, the investigation of this event did not produce results and the reported event could not be confirmed or refuted.